Manufacturer narrative:
The customer reported the device was discarded and because the device was not returned for investigation, no root cause for the reported experience can be determined. However, three issues brought to light within the complaint may have contributed to the reported experience. First, the physician was not fully trained. Second, the pt likely had aterial calcium, and lastly, the angle of the needle deployment may have been less than optimal. All three of these issues, though not confirmed, are listed in the instructions for use as possible conditions which may have an effect on the outcome of the procedure. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: failure to deploy-suture. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician untrained in the use of the prostar xl device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, "when the sheath was removed the sutures did not achieve adequate arteriotomy capture", and bleeding continued. The physician believed that, "the device was deployed at a shallow angle, and that needle capture was achieved only on one side of the arteriotomy". Manual compression and a femostop were used to achieve hemostasis. There were no reported adverse pt effects. No additional information was provided.